Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use-related. The product returned for evaluation was a 4fr dual lumen powerpicc sv. Use residue and material discoloration were abundant throughout the sample. Microscopic inspection of the sample revealed a partially circumferential split was observed near the distal end of the molded joint. The split exhibited a granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The damage observed on the catheter was consistent with material fatigue failure due to repetitive mechanical stress. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that PICC found "broken." Additional information received on 23-oct-2023 the event did directly, or indirectly involve a patient. I¿m unsure if this is the specific broken line mentioned in the initial report. Patient underwent a line replacement. The PICC break was external, no pieces retained in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that PICC found "broken." Additional information received on (B)(6) 2023 the event did directly, or indirectly involve a patient. I¿m unsure if this is the specific broken line mentioned in the initial report. Patient underwent a line replacement. The PICC break was external, no pieces retained in the patient.